Event description:
It was reported the cysto-nephro videoscope experienced the scope was blown due to pressure cap not being attached. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The instructions for use warns the prevention method associated with the event in: instructions visera cysto-nephro videoscope, olympus cyf type v2, olympus cyf type va2, olympus cyf type v2r, chapter 6 compatible reprocessing methods and chemical agents and chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.